Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl and the customer was hospitalized. The customer was treated with intravenous insulin and fluids. The customer was discharged the next day with the high bg resolved. The customer's healthcare provider (hcp) thought the customer may have had a bad infusion set site or the tubing was not delivering insulin; however, as the tubing had been disconnected from the customer at the time the hcp observed the customer, the cause of the high bg could not be confirmed. The customer was to follow-up with her regular hcp to discuss the event and review the pump settings.